Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s mother, a physician, contacted animas and alleged the following : on (B)(6), patient had a blood glucose (bg) of >500mg/dl at 3:00a.m. Patient vomited once and had no ketones present. Parents brought patient to hospital where he was treated with IV fluids and released from hospital after three hours with bg of 178mg/dl. Patient's mom is a doctor and did not implicate pump. Customer support (cs) reviewed pump and it appeared everything delivered as it should. Patient uses pump for basal delivery and delivers boluses via syringe. Patient¿s mom states that caregiver may not have properly bolused for patient's carbohydrate intake via syringe. Mom reports at time of high bg site/set was changed at 3:12a.m. Site appeared to be fine and needle was not bent at time of removal. Cs advised mom to continue to monitor bgs and contact cs if issue continues. Patient's mom verbalized understanding. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
(B)(6).